Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) level was 51 mg/dl. Cause of low bg was due to being a brittle diabetic. Reportedly, the customer consumed carbohydrates to address bg level. The customer continued to use the pump for insulin therapy.